Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, on (B)(6) 2014 the patient was administered general anesthesia to facilitate abutment removal and excise excess skin. The site was sutured closed. The implanted device remains.